Manufacturer narrative:
(B)(4). The device is not available for evaluation. A follow-up report will be filed if any additional relevant details become available.

Event description:
It was reported that a clearlink y-type blood set had separated. Prior to patient use, the set tubing had separated from the base of the spike. There was no patient involvement and no adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A photo was received for evaluation. The photo was inspected and it visually confirmed the separation between the spike and the tubing. The cause could not be determined as the actual sample was not returned for evaluation. Should additional relevant information become available, a follow-up report will be submitted.